Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503202, biolox ceramic head, unknown lot. 00630505032, liner, unknown lot. 00620205222, shell, unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01426, 0001822565 - 2022 - 01428.

Event description:
It was reported that patient underwent a right hip revision approximately 3 years post implantation due to unknown reasons. The liner, head, stem and taper were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had initial left total hip arthroplasty on (B)(6) 2016. Subsequently approximately 13 months later fell while surfing causing pain. On (B)(6) 2019 was revised due to pain for 1-2 years, elevated metal ions, and metallosis. Patient states injured left hip approximately 1 month ago while surfing, his hip locked up, now has pain, tightness that radiates to thigh, knee, and calf. Has numbness and tingling in left big toe. The chromium levels were detected to be high. Revision due to prosthetic failure and elevated metal ions and metallosis in left hip. Unable to remove stem therefore a trochanteric osteotomy was performed, once stem removed 3 cables utilized to repair osteotomy radiographs were provided and reviewed by a health care professional. Review of the available records identified possible early evidence of osteolysis involving the acetabular cup on image three. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00877503202 ¿ biolox head ¿ 2821775; 00620205222 ¿ shell ¿ 63193436. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00151.

Event description:
It was reported that patient fell while surfing approximately 13 months post left total hip arthroplasty. Subsequently, the patient was revised approximately 3 years post implantation due to patient reporting pain lasting the past 1-2 years. The head, stem and taper were removed and replaced. Attempts have been made an no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b5; b6; g3; h2; h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient fell while surfing approximately 13 months post left total hip arthroplasty. Subsequently, the patient was revised approximately 3 years post implantation due to patient reporting pain lasting the past 1-2 years, elevated metal ions, and metallosis. During the revision a trochanteric osteotomy was performed to remove the stem and repaired with cables. The head, stem and taper were removed and replaced. Attempts have been made an no additional information is available at this time.